Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the prograsp forceps instrument started sparking and smoking. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the case, the reporter informed they were using a scissors instrument when the reported issue occurred. Prior to the arcing event, the prograsp forceps instrument had been used less than a minute. The arc appeared to occur at the instrument joint when the instrument was in contact with tissue. The reporter confirmed there was no burn or damage to the tissue and no treatment was required. There was a grounding pad on the patient with no issues noted with the grounding pad. It was noted that the instrument tips did not collide with any other instruments nor did the instrument touch any staples, clips, or sutures. The instrument was never removed at any time prior to the arcing event. The reporter noted that the jaws were not immersed in liquid nor were they contaminated by carbonized tissue prior to activation of the instrument. After the arcing event, the reporter confirmed that the shaft looked melted in one spot. The procedure was completed robotically with no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The prograsp forceps instrument was found to have sign of thermal damage to the main tube at the distal end. A piece measuring approximately 0.152 x 0.237 was not returned. The returned instrument is not an energy instrument. This failure is typically associated with mishandling/misuse.